Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted generator. The septum of the generator was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. A battery life calculation was performed which showed 1.79 years until the elective replacement indicator shows as yes. The last system diagnostics from (B)(6), 2008 showed the device to be functioning properly with output=ok/lead impedance=ok/dcdc=0/eri=no.

Event description:
It was reported that the patient was referred for revision surgery for an unknown reason. Further information reveals that the patient was having painful stimulation in her throat and voice changes and thinks there is something wrong with her device. The patient wanted the device relocated which the physician felt was okay since it had been implanted for over 6 years. Diagnostics performed were good (exact results not given) and her settings were lowered to help with the pain. Follow-up with the physician reveals that no patient manipulation or trauma occurred that is believed to have caused or contributed to the events. No causal or contributory programming or medication changes preceded the onset of the events. Revision surgery is planned, but has not occurred to date.

Event description:
It was reported that the patient underwent prophylactic generator replacement. Reporter indicated that pre-operative diagnostics were good with eri = no and the lead looked good on inspection. Explanted generator was returned to the manufacturer, but analysis is pending.